Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Several days ago the user suddenly was not able to hear with the device. Re-implantation is considered.

Manufacturer narrative:
The device investigation found that the implant was not working according to specification due to a malfunction of the electronic circuitry caused by a malfunction of an electronic element. The investigation results appear to match the problems mentioned in the patient report. The observed mechanical damages are attributable to the explantation surgery. This is a final report.

Event description:
The recipient suddenly was not able to hear with the device. There was no accident or trauma reported. The recipient was re-implanted.